Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 1222t lead, implanted: (B)(6) 1993, 1216t lead, implanted (B)(6) 1993. (B)(4).

Event description:
It was reported that about six days after the implant procedure, the left ventricular lead was dislodged and there was elevated threshold. The lead's pacing output was reprogrammed, which resulted in diaphragmatic stimulation. The lead is being monitored and the physician expects the patient's condition will improve as the threshold stabilizes. The lead remains in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.